Manufacturer narrative:
On 28-dec-2020, it was found that e.2. Health professional? Was filled in incorrectly on the initial report. Manufacturer's reference number: (B)(4). E.2. Health professional? Was filled in as no on the initial report. However, the field should be yes. The relevant field has been updated.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 650cc mentor smooth round moderate plus profile prosthesis being used for a primary breast augmentation ruptured intraoperatively. The rupture caused a few minutes delay in the procedure. However, the procedure was completed with an unspecified mentor saline breast implant, and the patient¿s condition was stable. No patient consequences associated with the procedural delay was reported. The device was discarded after the procedure and is not available for device evaluation. At the time of this report, there is no evidence of a need for additional surgical intervention, but a supplemental report will be sent if additional information is received.